Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial total knee arthroplasty during femoral impaction, the nylon washer of the impactor was fractured into two pieces. The fractured pieces did not fall into the patient's wound, but were discovered on the covering cloth. The surgery was able to be completed with the same instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event was confirmed based on photographs received. Review of the provided photos indicates that the device shows signs of use and wear (nicks, gouges, and scratches). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.